Manufacturer narrative:
The customer¿s report that the connector was found broken and leaking was confirmed. Visual inspection observed hairline cracks on the female luer of the maxzero component. Fluid was observed to be leaking from the crack during pressure testing. In addition, an indent was identified on the surface of the blue silicon valve. The root cause could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that the connector was found broken and leaking during clinical use. No additional information received. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.